Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced a seizure about 2 weeks after the implant procedure. The patient was taken to the hospital and there have been no reports of further complications regarding this event. The patient is currently using their device to find effective pain relief.

Manufacturer narrative:
Investigation conclusions code updated in this report.

Event description:
Additional information received reported that the seizures were a pre-existing condition and was not related to the device.